Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - portico ng approval study, patient site ID:(B)(6). It was reported that on (B)(6) 2022, a 35 mm portico ng valve was chosen for implant using a 19f flexnav delivery system. The valve was loaded into the delivery system using a large navitor loading system. Heparin was administered during the procedure, and the patient's highest activated clotting time (act) level was 400 seconds. Two pre-implant balloon valvuloplasties were performed using a 25 mm non-abbott balloon and a 20mm non-abbott balloon. After pulling the valve and delivery system into the descending aorta, the valve was not fully recaptured inside the valve capsule. Using the micro adjustment wheel multiple times the valve was not fully recaptured and the frame was still 10-20% outside of valve capsule. The physicians had been rotating the microwheel incorrectly while attempting to recapture. Operators attempted to adjust the microwheel back to a neutral position, use small adjustments of deploy/resheath wheel to help centralize the nosecone, and slowly recapture and close the gap to completely capture the valve inside the valve capsule. Patient was noted to have excessive tortuosity throughout the femoral-aortic tract. There was a clinically significant delay during procedure, but the patient remained hemodynamically throughout the procedure. The valve was successfully implanted in the aortic annulus. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 7.0 mm. The distance from the left coronary cusp (lcc) to the ventricular end of the frame was 6.0 mm. Post procedure, the patient remained hospitalized. On the morning of 29 september 2022, on electrocardiogram (ECG) it was shown that the patient developed a complete heart block. On (B)(6) 2022, the patient emergently received permanent pacemaker implant. On (B)(6) 2022, the patient was discharged home.

Manufacturer narrative:
An event of complete heart block and pacemaker implantation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the implant depth was non-coronary cusp (ncc) 7mm and left coronary cusp (lcc) 6mm, deeper than the recommended 3mm. Based on the information received, the cause of the reported incident could not be conclusively determined but my have caused by the valve implant depth. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, implantation precautions," to minimize the likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lvot."